Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6)2020 for a recurrent driveline infection. The patient showed worsening driveline drainage along with chills and weakness. At the time of admission the patient was off antibiotics and taking tylenol for fever and chills. Additional information reported that the patient showed no signs or symptoms of fever, chills, or infection since admission and remained afebrile. The irritation at the site was believed to be attributed to fungus. The patient was treated with lotrisone and steroids.

Manufacturer narrative:
Section b5: prior driveline infection events are addressed in MFR # 2916596-2020-00005, MFR # 2916596-2019-06156, and MFR # 2916596-2020-00773. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.